Event description:
The device was being used on a (B) (6) patient and was filled with 5-fu to treat colon and rectal cancer. The device infused completely in 26 hours when it was supposed to infuse in 44 hours. There is no know patient injury or medical intervention.

Manufacturer narrative:
The device has not yet been received for evaluation by the manufacturer. When the device or more information becomes available, a follow-up report will be sent. (B) (4)